Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -6.00 diopter would not unfold. A replacement lens was used without incident and the surgery was able to be completed. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.